Event description:
A trilogy evo, o2 ventilator was returned to a third-party service center for required ventilator service. The device was returned for completion of 4-year service. There was no patient involvement, and no harm or injury reported. On initial evaluation, no alarms sounded during the bench run. No cosmetic damage was found. Valve assessment was carried out and passed the assessment. Battery assessment was carried out and passed the assessment. The device failed testing of the flow sensor. The flow sensor was replaced to address the issue. The device failed testing for active exhalation and required replacement of the 3-way solenoid valve to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.